Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the customer reported problem was able to be duplicated. The cause was that the rtc battery was faulty. The device was charged for 10 days to reset the rtc battery. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the date and time were correct. According to the user report this pump entered in the manual mode. Customer is requesting to test the rtc battery. There was unknown patient involvement and unknown patient harm/adverse event reported.